Event description:
It was reported that there was t-wave oversensing and the lead was thought to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal, defibrillator, and several conductors conductors were distorted. The defibrillator conductor was stretched and was fractured due to overstress. There were several conductors with blood/body fluid (not obstructed). The proximal conductor was fractured due to overstress. There was blood/body fluid on the outer tubing overlay. The inner tubing and outer tubing was kinked/buckled. The outer insulation and outing tubing were torn. The exposed defibrillator coil had a white substance. The helix was distorted/bent. There was blood in/on the helix mechanism and sleevehead. The lead was stretched and there was apparent explant damage.